Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. Additional information was requested and the following was obtained: "what is the surgeons experience with this device? The surgeon is familiar with the device and has been using it without issue until this report on (B)(6) 2024. Were the clips visualized endoscopically during the initial surgical procedure? Unconfirmed. Were there any complications during the initial surgical procedure? Unconfirmed. How many clips were used to close the duct? Unconfirmed. Were there any surgical complications when clipping the duct due to patient factors? Unconfirmed. Please describe the shape of the clip that slid off. Was it ribbon shaped or x-shaped? Was it pear/tear drop shape or clip gap? Unconfirmed. What is current patient status? Patient sent home from the hospital on hospice."

Event description:
It was reported that post op of a laparoscopic cholecystectomy procedure, the patient developed a bile leak causing sepsis. An x-ray reviled that the clip had slid off the duct. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "¿what is the surgeons experience with this device? ¿were the clips visualized endoscopically during the initial surgical procedure? ¿were there any complications during the initial surgical procedure? ¿how many clips were used to close the duct? ¿were there any surgical complications when clipping the duct due to patient factors? ¿please describe the shape of the clip that slid off. Was it ribbon shaped or x-shaped? Was it pear/tear drop shape or clip gap? ¿what is current patient status?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.